Event description:
It was reported that a spectrum infusion pump was alarming sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log), but did not reproduce the sys error 105. The eval found the motor to be intermittently seizing, which is a known contributor to the reported symptom. The failing motor assembly was replaced.